Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory cracked/broke multiple times across several procedures. The same issue occurred three times during same operation.